Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided or if the device is returned to boston scientific.

Event description:
Boston scientific received information that a family member of the patient alleged that the device did not work because the patient had experienced a fatal heart attack. The patient's following physician had reported to boston scientific that the patient was last seen clinically approximately four months before the date of death. The device is included in the functional latching product advisory initially communicated on (B)(6) 2005 and the mid-life display of replacement indicators product advisory initially communicated on (B)(6) 2007. A boston scientific field representative was unable to provide or obtain any additional information regarding the device and its functionality.